Event description:
It was reported that crystalens was replaced intraoperatively due to capsule tear. The event was described as: "when pushing in the proximal haptics, doctors retracted the plunger on the inserter and it sucked up the anterior capsule and tore it." Another lens was implanted in the sulcus. Sutures were used, the patient was reported as "doing well." Please reference MDR #2031924-2013-00159 for the delivery device used during the event.

Manufacturer narrative:
The lens has been returned to b&l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.